Event description:
The patient reported experiencing elevating blood glucose of up to 301 mg/dl. The patient believes that the infusion device delivers too little insulin. The patient's normal blood glucose level is 120 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.